Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 a xience sierra stent was implanted on (B)(6) 2020. On (B)(6) 2020, the patient was re-admitted with other cardiovascular (cv) symptoms; and acute cystitis. Unspecified treatment was administered to the patient. The final patient outcome is unknown. No additional information was provided.